Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was found that the dongle for accessory pendant standoff was broken. This was allowing the dongle to become dislodged and was sending the system into emergency stop. The standoff was replaced, thus resolving the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was experiencing intermittent issues with not being able to use the pendant button to clear the e-stop. This occurs when powering on the image acquisition system (ias) while not connected to the mobile view station (mvs). The site stated that when the ias and mvs were connected and powered on together, they have no issues clearing the e-stop. There was no patient present when this issue was observed.